Event description:
It was reported that a patient implanted with an impella cp developed a large parenchymal hemorrhage. The patient underwent an emergency craniotomy, was transfused two units of blood, had heparin withheld, and was treated with protamine. The patient did not recover well and the patient's family chose to withdraw care. The patient ultimately expired.

Manufacturer narrative:
A.1, a.4, a.5, and a.6 are unknown. B.2 exact date of death is unknown. E.1 initial reporter is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. Literature citation: khattak, s., shamkhani, w., maqableh, g. M., al-shatanawi, a., & khan, s. Q. (2025a). Tissue plasminogen activator to resolve elevated purge system pressure in a catheter-based ventricular assist device. Jacc: case reports, 30(18), 103890. Https://doi.org/10.1016/j.jaccas.2025.103890.

Event description:
The japan publication reported that they encountered bleeding, high purge pressure, and ventricular tachycardia (vt) during a study of a patient on impella cp support. The publication title was "tissue plasminogen activator to resolve elevated purge system pressure in a catheter-based ventricular assist device". The publication spoke to the 54 year old male patient supported by impella cp. During the pci (percutaneous coronary intervention), there was vt that self-resolved, lad was treated successfully and cp left in for support in the ICU, with a femostop and holding of heparin for the access site bleed. On day 2 the purge pressure rose, purge cassette was replaced, and then tpa (tissue plasminogen activator) was added to purge. During hospital stay, the patient also had a cerebrovascular accident. Patient survived.

Manufacturer narrative:
Corrections: b1 product problem was inadvertently omitted. B2 death and date of death was erroneously entered. B5 event description was erroneously entered. D1 and d4 was erroneously entered. The lot and serial numbers were unknown, h1 death was erroneously selected. H6 health effect - impact code f02, f19, f2302, was erroneously selected. H6 health effect - clinical code 060109 and 0506 and medical device problem code 141102 was inadvertently omitted. The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke/arrythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high: due to lack of sufficient clinical information, data logs or product returned the root cause of the purge pressure high cannot be established. Access site adverse event: due to lack of sufficient clinical information or product returned the root cause of the access site adverse event cannot be established. Device history review cannot be performed because the sn of the device is unknown.